Event description:
It was reported on 20 may 2025 that the patient presented with grade 5 degenerative tricuspid regurgitation (tr) for a triclip procedure. During the procedure, one triclip was implanted at antero-septal position. For reduction of residual tr, triclip(40723r1006;tcds0302-xtw) was prepared. It was noted in echocardiography that one gripper was unable to lower during independent grasping of leaflets. The clip was removed from the anatomy. Another triclip( 40723r1095) was used to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: type of investigation: 4118 types of investigation not yet determined investigation findings: 3233 results pending completion of investigation investigation conclusions: 11 conclusions not yet available.